Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited frequent mode switch for noise. Sensing, impedance, and threshold were normal. The lead was capped and replaced on (B)(6) 2019. The patient was discharged.